Event description:
It was reported that during a ptca/stent procedure, the lad dissected. A stent was deployed, and then a vessel perforation was noted within the stented area. A pericardiocentesis was successfully performed, to end the procedure. The physician believes that there was a small myocardial infarction to this area. The pt remained stable throughout the procedure. No other info was provided.